Event description:
Boston scientific received information that this right ventricular lead and cardiac resynchronization therapy-defibrillator (crt-d) displayed high, out of range shock impedance measurements. Technical services discussed changing the shocking vector to coil to can. The resulting new impedance measurement was 77 ohms. Defibrillation threshold testing was performed to ensure arrhythmia conversion. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicated that the patient was seen for a revision procedure. The physician suspected that the proximal coil pin was loose due to a loose set screw. Upon opening the pocket, the physician was able to slide the proximal terminal pin out of the header with little effort. The physician re-inserted the lead and secured the set screw. Defibrillation threshold testing was performed and was successful in triad configuration at 31 joules. No additional adverse patient effects were reported.